Event description:
The patient reported their blood glucose (bg) level reached 20 mmol/l (360 mg/dl), while wearing the pod between 5 and 24 hours. They reported when the pod was removed from the pod site (hip/buttocks), they found the cannula had not inserted in the skin. Instead, the cannula sat on top of the skin, which caused insulin to leak. As treatment, a new pod was successfully applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: unavailable omnipod software app version: unavailable smartphone operating system: unavailable smartphone hardware: unavailable cgm sensor type: unavailable. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.